Event description:
Customer reported that the insulin pump stopped working during priming. Customer installed a new battery and an error alarm was returned. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)